Event description:
During a surgical procedure the electrocautery shut down and displayed message "cord fault." The unit was checked and all connections were fine. The MFR changed the electrocautery pencil with attached cord and everything worked fine.